Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise oversensing. No intervention was performed and there were no patient consequences.